Manufacturer narrative:
Eval summary: the analysis results for the mcm30 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument the anti-backup lever was found worn out and the hoop spring bent. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a whipple procedure, the device did not fire at all. Another device was used to complete the case. There were no adverse consequences to the patient.